Event description:
It was reported that there was a power on reset. The device settings were restored to what they were prior to the power on reset. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed there was 1 - power on reset for critical random access memory parity error, addr=190, data=19 on (B)(4)-2012 07:52:57. There was 1 - patient alert for device circuit error on (B)(4)-2012 07:52:57.